Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device interrogation in clinic, the patient's right atrial lead exhibited episodes of lead noise resulting in inappropriate mode switches. The patient was asymptomatic as a result. The lead was reprogrammed. The patient would be observed during standard follow-up intervals.